Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (random) issue. It was reported that the pump emitted an occlusion alarm. The reporter alleged that the infusion set and cartridge were changed, which resolved the issue. It is unknown whether the occlusion alarm was due to a malfunction with the infusion set or cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.